Event description:
The customer reported that the system froze when recording the images to the super floppy disk from the system. They tried to reboot, but the system did no boot up normally.

Manufacturer narrative:
This MDR is related to ge healthcare. The plan to check the system is currently under negotiations with the customer.